Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using a bd plastipak¿ syringe 10ml luer-lok¿, it breaks. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Describe event or problem: it was reported that "it (syringe) stays attached to the catheters and breaks then when they are removed", when using the bd plastipak¿ syringe 10ml luer-lok¿.

Event description:
It was reported that "it (syringe) stays attached to the catheters and breaks then when they are removed", when using the bd plastipak¿ syringe 10ml luer-lok¿.

Event description:
It was reported that "it (syringe) stays attached to the catheters and breaks then when they are removed", when using the bd plastipak¿ syringe 10ml luer-lok¿.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. DHR, quality notification and maintenance records analysis were carried out and no occurrences potentially related to the defect were observed. Due the lack of sample or picture related to the occurrence, it was not possible to perform an evaluation. Based on the severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.